Event description:
A government agency reported that a patient had an intraocular lens (iol) exchanged due to glare caused by glistenings on the lens. The patient had extreme myopia and the required 36 diopter lens was not available, so a 34 diopter was implanted instead. The patient reported that while the replacement lens has a yellow tint; the lens in the right eye has a blue tint. Although very satisfied with the result of the exchange, the patient feels that having different lenses in each eye is bothersome and has contributed to "nuisances" with the right eye. Additional information has been requested. There are two medical device reports associated with this event. This file is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The reporter provided two iol serial numbers; however, it was not specified which iol pertains to each eye. Product and batch history records were reviewed for the reported serial numbers and the products met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot numbers. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).